Manufacturer narrative:
Hm6 investigation summary: this complaint is not confirmed. This complaint is for a performance issue due to high mic results for vancomycin (va) when using phoenix panel pmic-110 (449036) batch number 2256428. The customer did not provide panel returns, photos, lab reports or isolate returns for the investigation. To investigate, two (2) panels of complaint batch 2256428 were inoculated with qc isolate s. Aureus a43300 and evaluated for va mic results. Additionally, one (1) control panel from the same material but a different batch were inoculated with qc isolate s. Aureus a43300 and evaluated for va mic results. Also, two (2) panels of complaint batch 2256428 were inoculated with qc isolate s. Aureus a29213 and evaluated for va mic results. Additionally, one (1) control panel from the same material but a different batch were inoculated with qc isolate s. Aureus a29213 and evaluated for va mic results. Last, one (1) panel of complaint batch 2256428 were inoculated with in house isolate s. Epidermidis pos 3644 and evaluated for va mic results. All panels returned the expected mic for va, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed one (1) additional complaint on the complaint batch, not related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. The following are guidelines to help minimize phoenix ast issues: ø media selection o isolates must be recovered from non-selective media. See table 16 recommended media in the bd user manual for a list of recommended media. O ensure quality of vendor selection for plated media. Variations in formulations may impact results. ø culture handling o cultures must be 18-24 hours old for gram-negative & gram-positive organisms and 18-48 hours old for yeast organisms. O for qc organisms, ensure organisms have been subcultured at least twice on two consecutive days on proper nonselective media (gram-negative or gram-positive organisms: tsa with 5% sheep blood, yeast: sabouraud dextrose agar). ø mcfarland preparation o use of a low-quality sterile cotton swab, which shed fibers, could potentially contribute to a falsely high mcfarland reading. Polyester swabs are not recommended. O ensure bd approved nephelometer is adequately calibrated with not expired mcfarland calibration tubes. O prepared tubes should be vortexed for 5 seconds and allowed approximately 10 seconds for air bubbles to surface. O ensure mcfarland falls within proper range of the inoculum density. For 0.5 mcfarland system, 0.50-0.60 is acceptable. For 0.25 mcfarland system, 0.20-0.30 is acceptable. For yeast panels, 2.00-2.40 is acceptable. O confirm current instrument settings for inoculum density before inoculating panels. For example, ensure a 0.50 mcfarland was not prepared for a 0.25 inoculum density instrument setting. O use bacterial suspensions within 60 minutes of preparation. ø panel preparation o panels should be used within 2 hours of removal from pouch. O inoculate panels within 30 minutes of the time that the ast broth inoculum is prepared. O allow sufficient time for fluid to traverse down the well tracks before moving the panel. O avoid touching the front and backside of the panel. Handle panels by the sides to avoid producing smudges on the surface of the panels. O inoculated panels should be handled with care. Avoid knocking or jarring the panel. Load panels into instrument within 30 minutes of inoculation. H3 other text : see h.10

Event description:
It was reported that while using the bd phoenix panel pmic-110 that there was false resistance. The following information was provided by the initial reporter: customer problem: false vancomycin resistant coag negative staphs. Customer location (country): us. Steps taken with customer/troubleshooting: customer reports that all coag negative staphs are vancomycin resistant. S. Aureus are fine. Purity plates look pure. Emailed customer instructions to decontaminate ap and requested log file, for troubleshooting purposes.

Event description:
It was reported that while using the bd phoenix panel pmic-110 that there was false resistance. The following information was provided by the initial reporter: customer problem: false vancomycin resistant coag negative staphs. Customer location (country): us. Steps taken with customer/troubleshooting: customer reports that all coag negative staphs are vancomycin resistant. S. Aureus are fine. Purity plates look pure. Emailed customer instructions to decontaminate ap and requested log file, for troubleshooting purposes.

Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.